Manufacturer narrative:
This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
The head changed to not reportable as it is reasonable to conclude that dislocation was associated with the malpositioned cup.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2020 via tha. After the primary surgery, the hospital found that the trial liner (p/n: 221832048) was lost. The trial liner was not found even the hospital searched it. On end of (B)(6) 2020, the dislocation which was caused by cup¿s anterior opening angle was confirmed. On (B)(6) 2020, the revision surgery was performed by replacing the cup (p/n: unknown), the head (p/n: unknown) and the trial liner (p/n: 221832048) due to the dislocation. During the surgery, when removing the liner, the surgeon found that the implanted liner was the trial liner. At the primary surgery, the surgeon had not noticed that the implanted liner was the trial liner. The revision surgery was completed with no surgical delay. No further information is available.